Event description:
The user facility reported at the conclusion of cp support on a male patient, the team tried to stop/power down the console and this failed. They were unable to turn off the power. No harm or injury.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the console (aic) shutdown/restart issue has been completed. Console logs from the reported day of event are consistent with complaint and show that after p-level was set to 0, and pump 490027 was unplugged, a single shutdown request was recorded (operator confirmed request by pressing the button), but the console did not shut down (shutdown script was not executed). While imc log data shows a single shutdown request, ltlog data shows multiple such requests, each unsuccessful. Imc logs prior to shutdown showed multiple and frequent interruptions of data streaming, and attempts to reestablish handshake, as well as inability of rtlogger process to compress log files. Rlm journal from corresponding time frame was not available for analysis. Console was returned for evaluation but issue was not reproduced. Based upon previous investigations with similar details, the inability to shut down the console was identified as a software anomaly, that was triggered by erratic behavior of the rlm: frequent unexpected restarts (most likely due to microsd card corruption) resulting in interruptions in data streaming and repeated handshakes.